Manufacturer narrative:
Investigation description: the device was received with the display assembly disconnected from the housing. This would result in weaker captouch (sleep/wake) button sensitivity, as the button is on the display assembly.

Event description:
It was reported that an ilet device with an unresponsive sleep/wake button required replacement, and the user was instructed on shutting down the device and returning it, with data backup and dexcom cgm use guidance provided. Symptoms included no alerts or alarms and no reported adverse physiological effects. Outcomes included no change in clinical status, no medical intervention, and no hospitalization. Investigation included assessment of the device¿s physical interface and user guidance review. Investigation of this case revealed a failure of the sleep/wake button function consistent with a hardware interface issue, with no evidence of systemic device malfunction. It was concluded that the device exhibited a component-level hardware failure of the sleep/wake button and replacement was warranted.